Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became stuck down and was triggering button alarms to occur. Reportedly, the button alarm was unable to be cleared due to the wake button being stuck down. Customer had elevated blood glucose levels (approximately 400 mg/dl). Contact stated that blood glucose levels were stabilized with injections. It was indicated that the customer has back up injections for continued insulin therapy.